Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Unomedical reference number: (B)(4). Event occurred in united states. On 30-may-2024 patient reported that two infusion set fell off during use within few hours of use. Patient blood glucose at the time of use was noticed 350-400 mg/dl. Patient replaced infusion set and remained insulin successfully. No further information was available.